Event description:
It was reported that a care alert triggered for the right ventricular (rv) lead superior vena cava (svc) coil impedance being greater than 200 ohms. The svc impedance trend shows fluctuations from 60 ohms to greater than 200 ohms. It was noted that the rv defibrillation coil impedance was within the expected range and that a chest x-ray was obtained but the connector clock could not be clearly visualized. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).